Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4)

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) grade 4. It was noted that two clips were successfully implanted on the mitral valve reducing the mr to a grade of <1. The physician then decided to treat the tricuspid valve off-label with an xt mitraclip. It was noted that imaging was slightly difficult due to patient anatomy. However, the xt clip was implanted successfully and the procedure was concluded. One day after the procedure, the xt clip implanted on the tricuspid valve was noticed to be an slda. It detached from the septal leaflet due to the leaflet being thin and friable. No further treatment was provided to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) appears to be due to challenging patient anatomy with thin/friable septal leaflet. The reported poor image resolution was due to challenging anatomy (i.e., thin septal leaflet). The reported recurrent tr was due to the slda. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. It should be noted that the mitraclip instructions for use states under the indication for use section that ¿the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr>/ 3+) due to primary abnormality of the mitral apparatus [degenerative mr]¿. The reported off-label use (indication for use) was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.h1: report type updated to serious injury. H6: health effect codes 4582 and 2199 were removed.

Event description:
Subsequent to the previously filed report, additional information was received: after the slda, it was noted that the tricuspid regurgitation increased back to a grade of 4. No additional information was provided.